Manufacturer narrative:
(B)(4). The actual device involved in this complaint has not been received by the manufacturer at the time of this report. A visual inspection was performed on a picture provided by the customer of product code 1886 (micro mist nebulizer w/elong) and no issues were found that can lead this customer complaint. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. To perform a proper and thorough investigation, it is necessary to evaluate the sample involved on this complaint. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. No corrective actions can be assigned. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "doctor in respiratory dept found no mist came out from the small volume nebulizer during test prior to use on patient". There was no report of patient impact or consequence.

Event description:
Customer complaint alleges "doctor in respiratory dept found no mist came out from the small volume nebulizer during test prior to use on patient". There was no report of patient impact or consequence.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section h.1.-corrected to 'malfunction'. Upon periodic review it was discovered that this was filed incorrectly as a serious injury when it should have been a malfunction.

Manufacturer narrative:
(B)(4). The customer returned (1) unit of catalog number 1886 micro mist nebulizer w/elong for analysis, lot 74j1701169. The kit contained a jet, jar, cap, tubing, mask, and reduced hose end. During the visual inspection, it was revealed that the tubing attached to the stem of the jar was bent. Also, during the visual inspection, a yellow-brown substance was found inside the cap, under the seat of the jet, and inside of the jar. A functional inspection was performed to determine if the nebulizer produced mist. 5cc of water was added to the returned nebulizer unit, the tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. During the functional inspection, the nebulizer produced mist. The reported complaint that the nebulizer did not produce mist was not confirmed through the functional inspection. During the functional inspection, the nebulizer produced mist. There were no functional issues found with the returned sample.

Event description:
Customer complaint alleges "doctor in respiratory dept found no mist came out from the small volume nebulizer during test prior to use on patient". There was no report of patient impact or consequence.